Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The device turbine module was replaced and returned for technical investigation. The device logs were also received for evaluation. Simulated tests in a reference ventilator could not reproduce the reported alarms. The review of the received logs can confirm the alarms. The alarms indicate a turbine communication error and disabled ventilation. The generated alarms are due to a software issue. The software issue has been addressed and implemented in newer released sw versions. The device involved in this event had an older sw version installed.

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. Multiple technical errors were generated. There was no patient involvement. Manufacturer's ref #: (B)(4).